Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformances were identified. Attempts are being made to obtain the following information: can you please clarify if the clips that were fired out of the device were scissored (crossed)? Or were the jaws of the device itself damaged (crossed)? Were there any patient consequences? To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap chole procedure, it was found that the clips crossed "the press" while they were using the er320 product. The clip is very comfortable where they are used. It is unknown how the procedure was completed. Patient consequence was not reported.